Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath tip is confirmed but the exact cause remains unknown. One photo sample of a microintroducer was provided evaluation. Blood residue was visible on the distal tip of the dilator portion. The grey peel apart sheath was still present over the dilator. The distal tip of the sheath was deformed and appeared to be buckled inwards. The damage observed is consistent with damage caused by advancement against resistance; however, the exact use conditions and condition of the microintroducer prior to use is unknown. An inadequate skin nick may have also contributed to the reported event. The product instructions for use (IFU) states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision." A lot history review (lhr) of redu2447 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that four dilator sheaths in the 3fr powerpicc provena catheter trays are "burring up" when attempting to insert. This report addresses the first of four dilators.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu2447 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that four dilator sheaths in the 3fr powerpicc provena catheter trays are "burring up" when attempting to insert. This report addresses the first of four dilators.